Event description:
A consumer reported having essure (fallopian tube occlusion insert) inserted for birth control in may 2013. It was reported that (date not specified) the inserts perforated the fallopian tubes and embedded on the right side and the coil fractured. On (B)(6) 2013 she had to have a hysterectomy.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.